Manufacturer narrative:
Internal complaint reference (B)(4). Article cite: mergenthaler, g., batailler, c., lording, t., servien, e., & lustig, s. (2021). Is robotic-assisted unicompartmental knee arthroplasty a safe procedure? A case control study. Knee surgery, sports traumatology, arthroscopy : official journal of the esska, 29(3), 931¿938. Https://doi.org/10.1007/s00167-020-06051-z.

Event description:
It was reported that, on the literature review "is robotic-assisted unicompartmental knee arthroplasty a safe procedure? A case control study", four (4) uka procedures assisted with a blue belt navio robotic surgical system were aborted and completed with conventional instrumentation. One (1) of these cases was aborted because the tibial tracking array was accidentally moved during surgery, making the rest of the surgery impossible with the robotic assisted system. No further information is available.

Manufacturer narrative:
The navio tibia tracker array, part number pfsr110018, intended for treatment was not returned for evaluation. A relationship between the reported event and the device could not be established. The clinical/medical investigation concluded that no patient specific documentation was provided as of the date of this medical investigation; therefore, there were no clinical factors found which would have contributed to the event. With the information provided, the patient impact beyond that which was reported cannot be determined. No further medical assessment can be rendered at this time. A complaint history review for similar reported/confirmed complaints has identified prior events. While all products meet required manufacturing specifications prior to release a serial number, lot number, part revision or software version is required to link the device to a DHR or nc investigation. The navio surgical technique guide for knee arthroplasty provides guidelines for recovering to a fully manual procedure in the ¿recovery procedure guidelines¿. The failure mode and associated risk have been anticipated within the risk file. As a result of the risk assessment the quality team has been notified for further investigation. Although the reported problem was not confirmed through a visual or functional evaluation, factors contributing to the reported symptom may have been associated with loose tibial tracking array. Based on the investigation, the need for a corrective action is not recommended or required at this time. Should any additional information be received the complaint will be reopened. The failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities.internal complaint reference number: case-2022-00116613-1